Event description:
It was reported that during a da vinci-assisted general incisional hernia surgical procedure, a portion of the orange surface on the monopolar curved scissors (mcs) shaft was still visible after monopolar curved scissors (mcs) tip cover installation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.